Event description:
It was reported that the device had no pacing output and was reporting a ventricular lead impedance greater than 9999 ohms. There was no pacing and thresholds were high. The patient had an intrinsic rate of between 30 and 40 beats per minute and was symptomatic at less than 40 beats per minute. It was thought to be an apparent component failure. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.